Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial lead implant procedure, unacceptable threshold and sensing were observed. Lead was not used and was replaced successfully. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the lead was sensing low.